Event description:
An associate director of perioperative services reported an issue with a 8f low profile plastic vortex port detached poly catheter filled sh valved introducer. The following was reported: "catheter was attached to the port with the clamp upon suturing the port cath became disconnected from the clamp. Dr. (B)(6) had to do further dissect to retrieve cath. Md was able to retrieve and the cath and the cath was removed with port and clamp. All items were removed from field and saved. New port was opened and implanted correctly." The patient did not experience any adverse effects or harm as a result of this incident.

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of catheter detached (loose connection) from port during implant procedure could not be confirmed since no port/catheter complaint sample was returned to angiodynamics. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history record review of the packaging, assembly and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the directions for use (dfu, 14600340-01) is provided in the port kit and contains the following directions and precautions: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions: to avert device damage and/or patient injury during catheter placement: carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. Assure tight connection between port body and catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: air or catheter (or catheter fragments) embolism. Catheter occlusion, malposition, dislodgement, fragmentation, migration, disconnection or rupture. Connecting the catheter a. Place catheter lock onto catheter. The catheter lock is bi-directional and can be mounted on the catheter in either direction. B. Trim the catheter to proper length at a 90° angle allowing sufficient slack to permit body movement, port connection and verify that the catheter is not kinked. C. Advance catheter over port stem to the midway point, slightly past the barb. D. Advance catheter lock until it engages with tactile and/or audible feedback. Note: to ensure proper assembly of port and catheter lock connector, a minimal gap (less than 0.5 mm) is expected. Note: if the catheter and locking collar are connected and then disconnected, the catheter proximal end must be re-cut to ensure a safe re-connection to the port. Precaution: prior to advancing the catheter lock connector, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).